Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the insulin pump's audio alarms and would fail to notice their hypoglycemia. The device would not provide audible warnings of low blood glucose. The patient's blood glucose at the time of call was 76 mg/dl. Due to the hypoglycemia, the customer went to the hospital for treatment and to check their insulin pump for malfunctions. During troubleshooting, the audio issue was confirmed. The insulin pump was not returned for analysis.